Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. No pump error 130 alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Unit received with corroded force sensor assembly and moisture damage on motor assembly.

Event description:
It was reported that the insulin pump had pump error 130. The customer¿s blood glucose level was unknown. The customer stated that the alarm occurred for the first time. The customer performed displacement verification test and test was pass. The insulin pump will not be returned for analysis.